Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient followed-up for device check. Upon interrogation, the pulse generator exhibited atrial output setting change and the trend data of atrial threshold and impedance was invalid. Settings were changed back to original and no further issue was confirmed. The patient had no consequences due to the event.